Manufacturer narrative:
The lot was manufactured september 15, 2016 ¿ september 16, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test must be performed on the physical complaint sample in order to verify the flow rate accuracy of the alleged device; therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event was observed with a large volume infusor during patient infusion. The infusor was filled with piperacillin / tazobactam 18000mg in 240ml buffered sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.